Event description:
During a laparoscopic nissen fundoplication, the lcs15 appeared to work only intermittently. There was a loud and strange squealing noise from the hand piece. The surgeon could not get the instrument to work properly even after changing to a new lcs. The procedure was then converted to open and the case was completed. The rep went to the hosp, checked the harmonic scalpel, and it seems to be working correctly. 3/18/97 message and 800# left for risk manager. 3/18/97 person from utilization review called and stated she would forward the message on to risk management. 3/21/97 vp of special services, called and was given pertinent info. He did not know of the event.

Manufacturer narrative:
Blade tip was cracked.